Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was being used for a piggyback delivery of an unspecified "pain and nausea medication." The customer contact reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use while the secondary solution was delivering, it was reported the primary solution was also delivering. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel (B) (4).